Manufacturer narrative:
D4: (B)(4). Visual inspection found the barb to be scraped such that a poly strand protrudes from the liner. The lip of the liner has been gouged likely by a removal tool. No other notable damage was observed to the outer radius or scallops. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 010000860/g7 liner/ lot # 6489083. Item # unknown/ unknown g7 shell/lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01207.

Event description:
It was reported during the initial hip surgery, the surgeon attempted to insert two liners into the shell neither would seat. The surgeon was able to finish the surgery with a third liner of the same style effectively and efficiently. Attempts have been made and additional information on the reported event is unavailable at this time.